Event description:
This is a spontaneous report received from a customer to baxter (B)(4). A patient suffering an hematologic pathology involved in a chronic advanced renal disease program. On (B)(6) the patient was dialyzed with a xenium 170 dialyzer and he suffered an allergic reaction with the following symptoms: dyspnea, back pain, flushing and a medical profile similar to an hemolytic condition. The patient was admitted in the critical unit. On (B)(6) the patient was discharged from the hospital and was recovered.

Manufacturer narrative:
(B)(4). During a follow up it was reported that the patient was new to dialysis therapy, however the dialyzer was not reused. This was the patient's first time in dialysis with xenium. The patient did not have a history of drug of food allergies. After the allergic reaction the patient was treated with corticosteroids and paracetamol. The allergic reaction occurred within 10 minutes of dialysis. No oxygen needed. The heparin used was clexane 20, low molecular weight heparin. The complaint could not be confirmed for the reported problem of patient reaction - allergic/toxic reaction. No samples or pictures were available to evaluate the issue. (B)(4) manufacturing records, inspection records, and biological testing on retained samples found no abnormalities.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lots. The sample was discarded. Should additional information become available, a follow up MDR will be sent.